Event description:
The customer called in to report that he had been hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer feels the pump might not be working. The customer's blood glucose level was 450 mg/dl. The symptoms of high blood glucose levels that the customer experienced were vomiting and thirst. Troubleshooting was performed on the device and the customer found that insulin did exit during a manual prime. The customer states that the time and date are correct in the device. The basal rates and bolus wizard settings were correct as well, however, several low reservoir alarms were found in the alarm history. The bolus history was checked and it was found to be accurate. The infusion set was removed from the customer's body and he stated that the cannula was not occluded. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.